Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilatation was performed using a 20 millimeter (mm) non-medtronic balloon. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 20 millimeter (mm) on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Following dislodgement, the valve was in the ascending aorta. It was reported that the patient¿s aorta was slightly angled, which contributed to the dislodgement. It was noted that a non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon deployment the valve landed deep. The team attempted to snare the valve up to a better position, however the valve dislodged into the aorta. A non-medtronic valve was implanted as a replacement. No additional adverse patient effects were reported.